Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular (rv) lead was sensing noise. Additionally, rv lead had high capturing threshold. The lead was explanted. Patient was stable.

Manufacturer narrative:
The reported event of noise and high capturing threshold were confirmed for the right ventricle lead. Final analysis found that a complete lead was returned in one piece. X-ray visual examination discovered outer coil was exposed and fractured at 29.2 cm from the connecter pin. The exposure and fracture of the coil occurred due to the clavicle crush. Electrical testing discovered short circuits occurring between conductors due to damaged caused by the clavicle crush.